Event description:
It was reported by service report that the zoom drive works intermittently on the stretcher. No pt involvement, however, adverse consequences are unk.

Manufacturer narrative:
Thermal sensor cord, drive motor.